Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels 595 mg/dl. Customer stated that the hinge was broken. Customer was treated with insulin pump. Customer declined to troubleshooting for sensor issues. Customer was using auto mode. Customer stated that the sensor was updating. The insulin pump will not be returned for analysis.